Manufacturer narrative:
(B)(4). It was reported that the peritonitis was manifested by abdominal pain and cloudy effluent. On unreported date(s), the patients' treatment for the peritonitis event was changed to amikacin 500 milligrams once daily (route and duration not reported) and levoflox (dosage, route, frequency, and duration not reported). The patient was reported to be recovering from the peritonitis event (previously, the outcome was reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. The patient was not hospitalized for the peritonitis event. On unreported dates, the patient was treated with fortum injection 1 gram (route, frequency, and duration not reported) and vancomycin injection 2 grams (route, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.